Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the e-100 wasn't working. The customer stated before calling in, the e-100 wasn't working with the vessel sealer extend (vse). The customer stated they tried the vse with the integrated electrosurgical unit (iesu) and it wasn't working either. The customer stated they tried 3 different vse instruments and none of them would work with the e-100 or the erbe. The customer stated they tried rebooting the e-100 and erbe but the issue remained. The customer stated they got a e-100 from another vision side cart (vsc) and put it with the system they were using, and the vse still wasn't working with the 2nd e-100. The surgeon was unable to proceed with the case without the vse and they converted to laparoscopic. No troubleshooting was completed during the call. The technical support engineer (tse) viewed system logs and saw a 25913 e-100 non-recoverable error. The procedure was converted to laparoscopy with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred during the procedure with the ports being placed prior to the issue being identified. The procedure was converted to laparoscopic with two additional ports being placed. The patient tolerated the change well.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was unable to reproduce the customer reported issue. The fse test drove the system, performed verification of the system, and verified the system as ready for use. No issues were found with the system.